Event description:
It was reported that during the procedure, a balance middleweight (bmw) elite guide wire was advanced into the patient anatomy. A trek dilatation catheter was advanced into the patient anatomy without difficulty, pre-dilatation was performed and the device was removed. An attempt was made to advance a non-abbott stent system over the bmw elite guide wire, but the device could not be inserted onto the guide wire. It was blocked at the proximal end of the bmw elite and the yellow proximal guide wire identifier was noted to be wrinkled. The guide wire and the stent system were removed and a new guide wire was then advanced. The same non-abbott stent system was then used to complete the stenting procedure. There were no adverse patient effects and no clinically significant delay. No additional information was provided. Return device analysis revealed that the yellow guide wire identifier was torn and a portion of the identifier was not returned. Additional information was received which indicates that the physician does not feel that the identifier separated during the procedure and there was no patient contact with the yellow guide wire identifier. There were no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. The yellow identifier was torn and lifted away from the proximal end of the core for a length of 1.5mm, confirming damage to the identifier. It was reported that the guide wire was used previously in the procedure with another device with no difficulties noted and there was no damage noted to the guide wire during the inspection prior to use. It is likely that the multiple use and interactions with devices contributed to the guide wire identifier wrinkling which in turn would contribute to the difficulties inserting the catheter over the guide wire. While a search of the lot history record for this specific lot indicated no related non-conformance records, based on an expanded investigation, a product deficiency related to peeling guide wire identifiers was noted. Further assessment of this issue per site operating procedures was performed. Corrective and preventive actions to address this issue have been conducted and the performance of these devices will continue to be monitored.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up will be submitted with all additional relevant information.